Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has infusion set issue on (B)(6) 2026. The patient's infusion pump was unsecured and dangling, causing tension on the infusion set that resulted in detachment of infusion set. No further information available.